Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure after the screw was tightened to the two-hole connecting plate, the aperture of the plate was broken. The plate was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient age and weight provided. One timesh plate was returned. One of the end eyelets was broken and left a gap through the aperture. The broken eyelet ends were jagged, and the broken outer end eyelet showed signs damage. Additionally, the plate was bent upwards and could not lay flat. It is unknown how, or when this damage occurred. The instructions for use literature that accompanies the device states, ¿disassembly, bending, and/or breakage of any or all components¿, are possibly. Damage to the plate could occur by improper positioning, or during the insertion of the timesh screws. No other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.